Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The patient presented for a scheduled procedure and fluoroscopy showed that the lead dislodged. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The patient presented for a scheduled procedure and fluoroscopy showed that the lead dislodged. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and high capture thresholds. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.